Manufacturer narrative:
(B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated upon inspection of the unit, it booted up fine. The fss replaced the hard drive and upgraded from version 2.1 to 3.07 successfully. All surgeons¿ settings were transferred from the upgrade.. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported during a cataract procedure the phacoemulsification unit had a blue screen intermittently. A brief description from the account stated the unit¿s screen froze and when the surgery center restarted the unit, it showed a blue screen. No patient injury reported.